Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had hyperglycemia. Customer's blood glucose level was 400 mg/dl at the time of incident. Customer reported there was no retainer ring on the insulin pump. Troubleshooting could not be completed. The insulin pump will not be returned for analysis.